Event description:
A facility reported that the headboard (mayfield modified skull clamp a1059) fixed to the patient does not remain fixed but tends to move. No additional information has been provided.

Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the reported complaint was confirmed from the evaluation. The skull clamp has movement in locked position, the locking mechanism needs to get overhauled and adjusted, the index knob is rusty and needs to get replaced, and some small parts of the locking mechanism need to get replaced. To resolve all issues, the skull clamps internal parts were replaced to adjust the unit according to manufacturer specifications and to clean the skull clamp's swivel lock assembly. After completing the reassembly, including the adjustment, the skull clamp was subjected to a successful function test to meet manufacturer specifications. Root cause - complaint is confirmed via inspection of the unit. The unit had movement in the locked position an required replacement of worn components. The probable root cause is routine use and wear of the unit. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.